Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k926214. The actual sample was received for evaluation. Visual inspection revealed that the actual sample was a fractured distal piece of 90mm in length. The main body side was not returned. The actual sample was inspected with ccd and sem; abrasions were observed around 30mm from the distal end, rom this, it likely that some hard object came into contact with the said area; the urethane coat of the area approximately 81mm-84mm from the distal end had been stretched; a cut was found on the urethane coat in the area near the fracture end. The urethane coat was dissolved to evaluate the fracture end of the core wire. The fracture end had been deformed in a tapered shape; dimples had been generated on the facture surface. The outer diameter was measured on the intact segment and confirmed to meet the factory specification. Reproductive testing was performed; a product sample was subjected to repetitive bending force at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection revealed that the fracture surface had dimples and the fracture end was not deformed in a tapered shape. The state was found to be different from that on the actual sample. A product sample in a bent state was subjected to consecutive one-way torque force until it became fractured. Subsequent electron microscopic inspection revealed the generation of a radial pattern on the fracture surface. The state was found to be different from that on the actual sample. A product sample hold in a loop shape was subjected to pulling force until it became fractured. Subsequent electron microscopic inspection revealed the fracture end had been curved and deformed in a tapered shape. The fracture surface was in a rough state. The state was found to be different from that on the actual sample. A product sample was subjected to one-way pulling force until it became fractured. Subsequent electron microscopic inspection revealed the fracture end had been deformed in a tapered shape. Dimples had been generated on the fracture surface. The state was found to be similar to that on the actual sample. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal end of the actual sample became trapped by some hard object, and the actual sample was exposed to excessive pulling force during a manipulation to release the trap, which resulted in the fracture in the core wire due to metal fatigue. It was assumable that the urethane coat became torn off when subjected to subsequent repetitive pulling force. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during stent graft case, the actual radifocus guidewire m was used for pull-through. It was likely that the guide wire was pinched with forceps when pulled, and then it became fractured. No residues in the patient. The final patient impact and the procedure outcome was not reported.